Event description:
Previous fusion of l2-s1. Patient had a reaction to infuse and loosening of s1 screws. This case was a revision of loose s1 screws. The s1 screws were exchanged for a larger size diameter and an I-factor strip was cut up into smaller lengths and nestled into the pl gutters of the fusion mass. A small about of the strip was also added to one of the s1 screw holes prior to screw. A number of days later the patient was complaining of bad back pain and so she was booked in exactly one week later for another revision. It was noticed when the patient was placed prone on the surgical table that the I-factor particles were oozing out of her wound. As the surgeon was dissecting down through the same incision the particles appeared to be all throughout her tissues. There was no pus so no sign of infection. The would was washed out thoroughly with saline and iodine and the s1 screws were revised again to a bigger size iliac bolts were placed into the pelvis. It should be noted that this patient has scleroderma (wasn't mentioned until the second revision). Should also be noted that this patient was given vancomycin during the first revision as well as the I-factor strip.

Manufacturer narrative:
Nothin in the DHR indicates any issue that may have contributed ot the migration of the I-factor particles. Migration is a known potential risk of any bone graft material, including autograft. The current IFU package insert lists migration as a potential adverse event, and there is also a statement of risk about the potential need for revision surgery.